Event description:
Fire department personnel were treating a pt complaining of chest pain. Reportedly, the device displayed electrocardiogram artifact while monitoring the pt. A back up device was obtained and treatment was continued. There were no adverse effects to the pt as a result of the reported event.